Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no anatomical interference or any angulation or kink in the delivery system upon deployment and an 7f delivery sheath was used. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling. D4 - lot #: corrected to 8574129; d4 - catalog #: corrected to 9-asd-009; d4 - expiration date: corrected to 6/30/2027; d4 - UDI #: corrected to (B)(4).

Event description:
It was reported that on (B)(6) 2023, a 9mm amplatzer septal occluder was chosen for implant to treat an atrial septal defect utilizing a 7f amplatzer trevisio intravascular delivery system. The left atrial disc of the occluder did not take the desired shape, it instead had a bulbous shape. There was no interaction with cardiac structures during deployment. There was no angulation or kink noticed in the delivery system. The device was removed and a replacement 11mm amplatzer septal occluder was used to complete the procedure successfully. The patient remained hemodynamically stable throughout the procedure. There were no reported adverse patient effects and no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 9mm amplatzer septal occluder was chosen for implant to treat an atrial septal defect utilizing a 7f amplatzer trevisio intravascular delivery system. The left atrial disc of the occluder did not take the desired shape, it instead had a bulbous shape. The device was removed and a replacement 11mm amplatzer septal occluder was used to complete the procedure successfully. The patient remained hemodynamically stable throughout the procedure. There were no reported adverse patient effects and no clinically significant delay.